Event description:
Information was received indicating that while in use of a smiths medical cadd infusion pump for a , a no disposable, clamp tubing, pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.